Manufacturer narrative:
Evaluation narrative - one 4.5mm full radius blade was returned for evaluation. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed extensive abrasion at the tip and two additional places along its length. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Device returned for evaluation on 24 march, 2016. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure metal shavings were coming off of the blade. The case was completed without incident and the shavings were suctioned out. There were no reports of patient injuries or complications.